Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage on the keypad traces. However, the pump passed the displacement, prime, and excessive no delivery tests. There was no excessive no delivery alarm noted.

Event description:
The customer reported via phone call that they received no delivery alarms and a keypad anomaly. The customer's blood glucose was 130 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.